Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The customer's blood glucose level was 160 mg/dl. The customer also reported that the insulin pump did not alarm low battery. The customer reported that the insulin pump was not bumped or dropped. Insulin pump will not be returned for analysis.